Event description:
Patient presented to the physician with swelling, pain, and infection at the neck incision. Physician prescribed antibiotics. Patient presented back to the physician with swelling and draining fluid at the neck incision site. Physician referred the patient to the implanting physician.